Event description:
It was reported that two bmw guide wires were down the vessel. One was in the left anterior descending (lad) and one was in the first diagonal. The physician performed a crushing stent technique and removed the sds balloon; however, during the removal, the distal shaft broke into two pieces so only half of the catheter shaft was removed. The other half remained inside the guiding catheter but was easily removed inside the guiding catheter. The physician said there was no resistance felt prior to the shaft breaking. The physician stated there was a significant clinical delay of 15-20 minutes due to the shaft breaking and having to remove all of the devices. He felt that the broken shaft was most likely due to the two bmw guide wires becoming entangled during the procedure. No patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the hub, shaft, balloon, and in the guide wire lumen, inflation lumen and balloon, which is consistent with a separation while in the patient anatomy. There was dried contrast on the shaft and crystallized contrast in the inflation lumen and balloon, which is consistent with preparation. The balloon was loosely folded. There were multiple bends and kinks throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends and kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inner and outer members were torn for a length of 1.4 cm at the guide wire exit notch. The inner and outer members had separated 1.4 cm distal to the guide wire exit notch. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. It was reported two wires were in the vessel with the sds; therefore, it is likely that the guide wires became entangled, resulting in the sds pulled in the opposite direction and the shaft ultimately separating. The procedure was delayed due to the removal of the separated pieces of the sds. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported shaft separation appears to be related to the operational context of the procedure. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.